Event description:
The user received questionable ion selective electrode (ise) sodium results as part of an ongoing issue. The user provided data for two patient samples of which, the results for one were reported outside the laboratory. The initial result was 165 mmol/l and the repeat result was 140 mmol/l. The user declined to provide information concerning if the patient was adversely affected. The sodium electrode lot number was not provided. The field service representative was unable to determine a cause. He noted the patient samples run afterward were normal and the quality control was acceptable on several runs.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. No adverse events were reported.